Event description:
Incident description: during turbt, user was experiencing the breaking of the ceramic break of one inner sheath a22040a inside the pt. The instrument was changed and the beak of the second sheath broke as well. Procedure was changed to pen surgery to retrieve the parts. Furthermore, it was reported that fitting problems occurred with the outer sheath.

Manufacturer narrative:
Only the two defective inner sheaths have been returned to MFR for investigation. The outer sheath(s) and electrode(s) used for the procedure have not been made available. The defects can be confirmed but the scenario which lead to the damages cannot be reproduced exactly. Mfg or material faults can be excluded after detailed visual inspection. This is substantiated by the very unlikely occurrence of two such defects in the same procedure with two articles from different mfg periods. The user observed a fitting problem with one of the outer sheaths during the procedure which could not be duplicated during a visit of an olympus sales rep afterwards. A likely explanation for the user's experience would be the presence of premature mechanical damage before the instruments were introduced into the operating theater later leading to a breaking of the beaks inside the pt's body. The ceramic material is already an adequate compromise between conflicting requirements like size and mechanical stability vs electrical insulation capability and thermal stability. Nevertheless, the possibility of breaking of ceramic insulation due to impact of mechanical forces cannot be excluded. Therefore, the user is explicitly advised to check the appearance of the ceramic tip before each use. Conditions that may cause damage are explained as well. The particular cases are seen as occurrences of a problem that has clearly been identified in the risk analysis, with countermeasures initiated already and occurrence rate not higher than foreseen. Therefore, no further actions are planned. Please refer to MFR report 9610773-2012-00069.